Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. (B)(6). The lot was manufactured between october 9, 2017 ¿ october 10, 2017. One device was received for evaluation. A visual inspection was performed and it was noted that the bladder had ruptured. The ruptured bladder was microscopically examined for signs of abnormality that may have caused the rupture problem with no issues noted. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The second device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of two (2) small volume folfusors ruptured which resulted in fluid leaking from the housing. These events occurred during filling with fluorouracil and before patient use. There was no patient involvement. No additional information is available.